Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving compounded baclofen 3100 mcg/ml at 3042 mcg/day via an implanted pump for an unknown indication. The lot number was unable to be obtained. On (B)(6) 2016 (month and year accurate), the patient experienced withdrawal symptoms and the patient had multiple motor stalls that exceeded pump tubing. Diagnostics/troubleshooting included interrogating pump to include log. The pump logs indicated there were eight motor stalls that occurred from (B)(6) 2016. Two of these stalls (one occurring on (B)(6) 2016) reached stopped pump period may exceed tube set. The longest stall lasted 2 days and 13 minutes and the shortest stall was 6 hours and 35 minutes. The pump was being replaced on (B)(6) 2016 and the issue was not resolved at the time of this report. The patient's status was alive- no injury"

Manufacturer narrative:
Analysis of the pump revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. There were multiple motor stalls and recoveries seen in the logs. During destructive analysis the technician found significant residue on the lower shaft of gear 2. Shaft wear was also noticed on the lower shaft of gear 2 and some residue on the jewel where the lower shaft of gear 2 inserts into the top bottom assembly. Analysis also determined overinfusion of an undetermined root cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.